Manufacturer narrative:
(B)(4).

Event description:
This ra and the rv lead were dislodged. The outputs were set to max and subsequently caused the device to hit eri prematurely. The system was explanted and replaced. No additional adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.